Event description:
Related manufacturer report number: 2017865-2022-41970. It was reported that the patient presented for follow-up with stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post-sensed t wave over-sensing exhibited by the right ventricular lead. Decreased r wave amplitude was also noted. Programming adjustments were discussed; however, no interventions were reported. There were no patient consequences.